Event description:
Spontaneous call, nurse was in the process of rotating pump, when she received pump error on cadd legacy of lec1310. This pump needs to be returned to manufacturer. Serial number (B)(4) due 10/9/2019. Patient changed to back-up with no issue. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace devices? Yes. Reported to (B)(6) by patient/ caregiver.